Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer also had a high of 595 mg/dl. The customer was given intravenous insulin and manual injections to treat for the high. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. Caller states that the pump is lost. The insulin pump will not be returned for analysis.